Event description:
The initial reporter alleged a potential false non-reactive hepatitis b virus (hbv) result using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2024, a pcr pool (ID: (B)(6) tested positive for hbv using the cobas mpx assay. Subsequent pool resolution testing on the same day did not identify any hbv-reactive samples. Additional serological testing of sample (B)(6) revealed positive results for hepatitis b surface antigen (hbsag) and anti-hepatitis b core antibody (anti-hbc). On (B)(6) 2024, repeat testing of sample (B)(6) using the cobas mpx assay yielded a positive result for hbv. A 1:16 dilution of the same sample tested negative for hbv. No allegations of harm were associated with the discrepant results.

Manufacturer narrative:
The analysis was performed on a cobas 6800 instrument (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications, and no product issue was identified. The discrepant results observed during testing were attributed to a very low viral load near or below the assay's limit of detection (lod). This variability in results is consistent with the expected performance of the assay, which states that lower concentrations of hbv dna correspond to reduced reactivity rates. Additionally, the serological findings, including positive results for hbsag and anti-hbc, were consistent with prior exposure to hbv and do not indicate active viral replication. A review of quality control data confirmed that all results were within expected ranges, and no issues related to the implicated lot: (k20768) or software anomalies were identified. The device remains in operation at the customer site.